Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose of 535 mg/dl. Customer also reported low blood glucose of 36 mg/dl. Customer stated no damage to retainer ring and reservoir was able to lock in place. No further details were reported. Device will not be returned for analysis.